Event description:
It was reported that during a da vinci-assisted retroperitoneal anterior partial nephrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a non-intuitive motion message appeared. The customer reseated sterile adapter (sa) and extended range force bipolar (erfb) instrument on patient side manipulator (psm) 1 twice, but the issue was not resolved. The customer replaced the erfb instrument with fenestrated bipolar forceps (fbf) instrument to resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a fenestrated bipolar forceps (fbf) instrument to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.